Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd max¿ cdiff. Catalog number: 443418 with 510k # k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ cdiff the customer observed false positives. This event occurred 1 time. There is no indication of patient impact. The following information was provided by the initial reporter: "a cdiff positive sample was repeated and showed negative customer reported patient sample was positive for both clostridium (cdiff) and salmonella (ebp) which is not common."

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max cdiff EU (ref. (B)(4)) lot 2017220 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max cdiff EU indicated that lot 2017220 was manufactured according to specifications and met performance requirements. Customer complained about discrepant results on a patient sample when using the bd max¿ cdiff assay lot 2017220. The sample gave a cdiff positive result as well as a salmonella positive result with the bd max¿ ebp assay, which is not common. When repeated, the sample gave a cdiff negative result. No sample identification was received, but among the runs provided by customer, the only sample that was positive initially and that corresponds to the customer description, and repeated negative corresponds to a sample tested in run #863, position b10 and #869, position a3. Manual pcr curve adjudication was conducted across these runs. Overall, 14 samples were tested in run #863 with different bd max¿ assays (ctgctv, staphsr, cdiff and enteric bacterial panel). In that run, the pcr curve pattern of the sample tested with the cdiff assay in position b10 showed a step dislocation in the raw pcr signal, resulting in a positive result. It is unlikely this positive result is a true amplification; however, no root cause could be identified which could explain this result. Nonetheless, based on the information provided, the issue seems isolated. When repeated in run #869, position a3, no anomaly was observed, the sample gave a cdiff negative result without any amplification visible. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is an extremely conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max cdiff EU lot 2017220. Based on the investigation, the root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since there is no indication that the reagent is defective. Bd life sciences quality will continue to monitor for trends.

Event description:
It was reported that while using bd max¿ cdiff the customer observed false positives. This event occurred 1 time. There is no indication of patient impact. The following information was provided by the initial reporter: "a cdiff positive sample was repeated and showed negative customer reported patient sample was positive for both clostridium (cdiff) and salmonella (ebp) which is not common."